Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, high impedance and was confirmed to be fractured. The rv lead was explanted and replaced. It was also reported during rv lead replacement procedure the hub or valve remained on the catheter after slitting. No patient complications have been reported as a result of this event.